Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Patient demographics such as age, date of birth, and weight were not provided by the customer. The customer has reported this issue to carefusion over a year later since its event date and had the device repaired by a 3rd party service center. Carefusion does not have a record of the repair and will contact the 3rd part service center in an attempt to obtain their record of the device evaluation. No current evaluation can be made of the ventilator as it has received preventative maintenance service since the reported event date, which would prevent any pertinent information from being determined. If the service record is obtained from the 3rd party service center or if more information becomes available then a supplemental report will be made.

Event description:
The customer reported model lap top ventilator 1000 stopped delivering a breath while unit was connected to a patient. The patient returned from a stroll with nursing, the respiratory therapist went to plug the overhead alarm into the ventilator and noticed the ventilator sounded different and it stopped delivering breaths. The circuit was connected properly and ventilator was plugged into the wall. The patient was provided positive pressure ventilation via bag valve mask while ventilator was replaced. No further allegation of patient harm noted.